Event description:
Covidien received information that, during patient use, the ventilator's lower display was blank. There was no harm to the patient reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) central processing unit (cpu) and the unit then passed all testing. (B)(4).